Event description:
A male pt was admitted for pta to an unk lesion. An aviator plus 0.014 5.0x20 142cm balloon was chosen for the procedure. There were no anomalies noted with the device prior to use and the device prepped normally. The brand of contrast and saline to contrast ratio is not known. The balloon was advanced to the target site without reported difficulties. The balloon was inflated without any difficulties (maximum inflation is not known). The balloon could not be deflated completely, and the balloon catheter became stuck in the 6f sheath (shuttle sheath, cook) during removal. Negative pressure was applied for 10 secs, and the balloon catheter was removed slowly. There was resistance felt during removal. The procedure was completed without any pt injury.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.